Manufacturer narrative:
This follow-up report is being filled to relay additional information. Notification date previously reported in MDR # 0001822565-2018-06640 has to be updated as (B)(6) 2018.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog # unknown, lot # unknown. Unknown tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to articular surface prosthesis wear.